Event description:
It was reported that r-waves have been steadily decreased over the last year. All other measurements were stable. Patient was asymptomatic. Patient will be monitored. No further information was available.

Event description:
New information received indicated that during device upgrade the lead was capped and replaced due to low r-waves.